Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, a cardiac tamponade was diagnosed by echocardiogram. A pericardial effusion was noted, as well as hypotension. The patient underwent a pericardiocentesis. Medications were administered intravenously. The patient was hospitalized, and subsequently discharged. No further patient complications have been reported as a result of this event.